Event description:
Procedure: urological. According to the reporter: the surgeon performed an or procedure in 2008, to remove the anterior mesh from a patient, and ended up removing a portion of the posterior mesh as he encountered some erosion there as well. The patient initially had an anterior and posterior repair procedures in 2007, the doctor observed a mid-urethral fistula via cystoscopy and physical exam. The date of onset of complications was reported as 3/2007. The size of the fistula was described as 1-2 cm.

Manufacturer narrative:
Initial report sent to FDA on 05/20/2008.